Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included post procedural bleeding, pregnancy, live birth ((B)(6) 2012, (B)(6) 2009,(B)(6) 2008), depression and bipolar disorder. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: bilateral essure devices are present in the region of the fallopian tubes. Injection of contrast into the endometrium demonstrates complete occlusion of the fallopian tubes without visible spillage into the adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet received : reporter information, patient details and product indication updated. Removal date added. Event ¿ injury¿ was replaced with events given in the sd. Events added- menometrorrhagia. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.